Event description:
Zoll customer support contacted a (B)(6) old male pt to exchange her monitor. The pt's download revealed numerous 'abnormal shutdown' flags, 'multiple abnormal shutdown' flags, and service code 107.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns / mult abnormal shutdowns / service code 107) has been confirmed. Upon service investigation, the monitor would not power on. The cause of the abnormal shutdowns was a defective u104 component (pxa). The cause of the defective u104 component cannot be positively identified but is suspected to be a cracked conductor or solder connection at, or near, one of the bga connections on the bottom of the u104 processor. The root cause of the intermittent connection is suspected to be excessive bending/flexing of the ca board near the u104 processor. No adverse event resulted from the defective monitor. The pt received a replacement monitor.